Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was receiving ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the scs lead was repositioned (reference MFR. Report: 1627487-2016-04052). It was also noted the physician experienced difficulty repositioning the lead. No additional information is available at this time.concomitant medical products: the implant dates are unknown for the device listed below: model 3668, scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received clarified the patient's scs lead had migrated which resulted in the surgery reported in the initial MDR under this MFR. Report which was submitted on 08/09/2016.